Event description:
It was reported that in central processing, a broken cable was identified on the mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observations not reported were one grip close cable was derailed at the side of the grip and could still open and close but movement may not have been precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may contributed to the derailment. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.